Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported that she received a pump error but couldn't verify it because her pump alarmed failed battery test. Her blood glucose if 14 mmol/l and she treated with a manual injection. The customer believes that the alarm is due to a faulty battery connection. She said that she was changing the battery and when she put in a new one, that is when the insulin pump alarmed failed battery test. After troubleshooting, the customer received another failed battery test alarm. She said that she has not tried a replacement battery cap. The customer was advised to monitor the insulin pump and to revert to the back-up plan until the battery cap arrives. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Unit received with a blank display due to corroded electronic assembly. The motor and battery tube assemblies found with traces of corrosion. Unit failed leak test, unit leak at a crack on back of the case. Unable to perform functional test including selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test, displacement test, verify failed battery test alarms, pump error 25 or power loss alarms due to blank display. Unit received with cracked keypad overlay at select button. Unit received with minor scratched display window, case and keypad overlay texture damaged.